Manufacturer narrative:
UDI: (B)(4).

Event description:
Reportedly, the patient had an infection at device site. The device was replaced. An investigation is required.

Manufacturer narrative:
UDI: (B)(4). Preliminary analysis revealed that the device has been sterilized and released according to all applicable procedures.

Event description:
Reportedly, the patient had an infection at device site. The device was replaced. An investigation is required.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, the patient had an infection at device site. The device was replaced. An investigation is required.